Event description:
The customer stated there were no audio tones. Troubleshooting was done and the insulin pump did not beep during the tone test. Advised the customer to discontinue using the insulin pump.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.